Manufacturer narrative:
A steris service technician inspected the steam generator and found that the safety valve on the generator was not operating properly. The technician replaced the safety valve and adjusted the pressure, ran test cycles and confirmed the unit was operational; no further issues reported. The generator is under steris service contract and was last serviced on (B)(4) 2012.

Event description:
The user facility reported that steam escaped from the steam generator, subsequently activating the fire alarms. The building was not evacuated and the fire department was not dispatched. No injuries or procedural delays/cancellations were reported.